Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID ¿ unknown; device code - unknown; device info - unknown; date implanted - month and day unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty in 1998. Subsequently, a revision procedure was performed on (B)(6) 2016 due to pain and polyethylene wear. The femoral head and acetabular liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty in 1998. Subsequently, a revision procedure was performed on (B)(6) 2016 due to pain and polyethylene wear. During the procedure, osteolysis behind the cup was noted. The femoral head and acetabular liner were removed and replaced.